Event description:
The following event occurred during treatment of a left-sided paraclinoid aneurysm. The aneurysm was not ruptured and had not been previously treated. The aneurysm size was reported to be the following: height: 6.5 mm, width #1:6.0 mm, width #2: 5.0 mm and the neck of the anreurysm: 4.0 mm. The subject coil unravelled and broke. The procedure was completed and complete obliteration of the aneurysm was achieved.